Manufacturer narrative:
The investigation has been completed. The ventilator was investigated on-site by a field service engineer. The monitoring pc board was found defective and was exchanged. The returned pc board was mounted in a reference ventilator for simulated use testing. Technical error codes for low atmospheric pressure and power error were generated. Electrical examination revealed that the generated technical errors were caused by a faulty barometric pressure sensor on the returned pc board. The defective pressure sensor affects other circuits on the pc board which causes a power error. The received logs confirm the reported issue. The root cause of why the barometric pressure sensor was defective has not been determined. If the barometric pressure sensor is defective and the ventilator is manufactured before march 2008, it may lead to stop of ventilation. Alarms and technical error codes will be generated. A change was implemented (B)(6) 2008 that prevents the defective barometric pressure sensor to cause a power error. The reported ventilator was manufactured before this change was implemented.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error code indicating power error. There was no patient harm. (B)(4).